Event description:
Pt underwent a revision surgery on the left shoulder to remove anchor. No add'l info is available at this time. The part number listed is for reporting purposes only. This device is used for treatment.

Manufacturer narrative:
Device has not been returned and the lot number is unk. DHR could not be reviewed and mfg date not determined. A definitive cause for this event could not be conducted from the info available. A follow up report may be submitted if add'l pertinent info becomes available.